Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2008-(B)(4), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2008-(B)(4), product type catheter. (B)(4).

Event description:
It was reported an MRI was being done due to the patient experiencing back problems and to evaluate the tip of the catheter and to check for possible granuloma. It was not known what drug was in the pump.